Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on the mrx defibrillator indicating that the ECG lead set is defective. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. The remote service engineer (rse) determined that the ECG lead set needed replacement. The rse provided part information for the replacement of the ECG lead set and the customer was instructed to obtain the part through their local dealer. The device remains at the customer's site. No further action is warranted at this time.